Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-apr-26. The dye study was performed on (B)(6) 2018. The dye study revealed a catheter dislodgement. The etiology indicated that the event was possibly related to the devi ce/therapy and was unlikely related to the implant procedure. The intrathecal/spinal portion of the catheter was involved. The event date was specified as (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6)2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot (B)(4), ubd: 03-aug-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving morphine 20 mg/ml at 2.5 mg/day, bupivacaine 20 mg/ml at 2.5 mg/day and fentanyl ¿1,222.3 mcginn/ml¿ at ¿174 mugs/day¿ via an implantable pump. The other medications the patient was taking were cleocin, adoxa, ms contin, pamelor, mvi, prednisone, and ¿testero e im¿. The indications for use were lumbar radiculopathy and non-malignant pain. The patient¿s medical history included ¿post laminate syndrome¿, sleep apnea and depression. It was reported that the patient noticed increase in pain. There were no falls or other events that may have led or contributed to the issue. The troubleshooting and diagnostics performed was a catheter dye study was done, date unknown. The patient reported to the company representative pre-op that the catheter had come out of the intrathecal space. A catheter revision was done on (B)(6) 2018 and the catheter was found to be coiled near the anchor, out of the intrathecal space. The catheter spinal segment was replaced. The issue was resolved at the time of the report and the patient¿s status was noted as alive, no injury. No further complications were reported.